Event description:
It was reported that the compressor generated alarms indicating low pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The claimed issue was related to low pressure alarm. There was no patient harm reported. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description and service report. Based on information provided, compressor tubing was defective and needs to be replaced. However, the issue has not been resolved as the customer purchased new compressor and discarded faulty one. The root cause of the issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).